Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping or scroll bar moving up was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling, the insulin pump showed a set easy bolus message and then the buttons became unresponsive. Customer stated she was not trying to program a bolus. Blood glucose value was 90 mg/dl. During troubleshooting, she was instructed to disconnect at the quick release and the customer reported that she received a button error alarm. The customer mentioned that the buttons had not been responding properly for the last 2 or 3 days. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.